Manufacturer narrative:
Event date was approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a great response the first 3 weeks, better than they ever had it. Then, all of a sudden, it wasn¿t working. The patient noted they had the implant for bowel, and when they went to the bathroom there was still some residue. The patient stated they stayed in the bathroom for 45 minutes, then went back and spent another 30 minutes having to wipe themselves clean. Prior to the call, the patient had increased from 1.2v to 1.8v. Syncing with the programmer showed stimulation was on at 1.8v on program 2. The patient increased to 2.2v where they felt stimulation in the correct area. The patient was redirected to their healthcare provider after giving it a couple of days and see if they got relief. The patient also noted that they adapted so quickly to the stimulation. No further complications were reported.